Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the problem with consecutive cartridges and decided to replace the pump as a corrective action. The customer followed up regarding the resolution of the issues previously reported.